Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate high voltage therapy due to post-sensed t-wave oversensing. Low amplitude r-waves were noted. Programming changes did not prevent additional t-wave oversensing events. The lead was explanted and replaced without complication. The patient was in good condition following the procedure.